Event description:
Report received of an incident involving a cracked stopcock, that resulted in blood loss. The clinician reported that there was a crack in the stopcock resulting in an unspecified amount of blood loss. It was not known by the reporter how long the product was in use or what was infusing when the crack was noted. It was reported that the nurse changed out the stopcock without further incidence. There was no report of patient harm and no blood transfusion was required. Although requested, no further information was available.